Event description:
Due to a serious heart arrhythmia, and following by-pass surgery in 1998, pt was implanted with a medtronic defibrillator which proved to have capacitor issues and was deemed defective. Due to pt's age, health, and frail condition, pt's dr decided to closely monitor the defibrillator rather than replace it. This was his choice and pt had no input in his decision. This of course necessitated many extra trips to the hosp to have the device interrogated and numerous trips to his office over a period of time from 1998 to 2004 when it was replaced. The one implanted in 2004, also a medtronic device, has also turned out to be defective with capacitor issues. Pt's current electrophysiologist feels that this device is so life threatening that pt had no choice but to undergo yet another operation to have this replaced.